Event description:
Event description cpi received information that this implantable cardioverter defibrillator device and lead system was exhibiting noisy egms, oversensing, diminished r-wave measurements, pacing inhibition and elevated pacing thresholds.